Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis also indicated that the criteria for the right ventricular lead integrity alert were met and that there was oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the patient presented to the hospital complaining that their device was beeping. An interrogation of the device revealed that there were alerts and nsvt (non-sustained ventricular tachycardia) episodes on the right ventricular (rv) lead. The patient did some arm maneuvers and noise was observed on the rv tip to rv ring egm (electrogram). The detections for the rv lead were programmed off. It was noted that the cardiologist on duty spoke to the patient and came to the conclusion that the ICD (implantable cardioverter defibrillator (ICD) was implanted because of ef (ejection fraction) and primary prevention at that time. The ef was back to normal and the physician believe that there is no need for the ICD base on most recent echo results so the cardiologist just left the ICD therapies off and let the patient go home. No patient complications have been reported as a result of this event.